Event description:
Per the clinic, the patient experienced skin breakdown and an extrusion of the device. The patient also experienced a bacterial infection (specific date not reported). Subsequently, the patient was hospitalized (specific date and duration not reported) and was treated with IV antibiotics for 48-hours, however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025 and there are no plans to reimplant the patient with a new device as of the date of this report.